Event description:
It was reported that following an a-fib procedure, a skin burn was noticed after the indifferent electrode was removed. It was stated that the afib procedure was performed on (B)(6) 2011. However, the skin burn complaint was not reported to (B)(6) until (B)(6), 2011. The patient stayed in the hospital for 1 week after the procedure for other medical reasons. Condition of skin burn unknown upon discharge from hospital. Caller stated that conmed indifferent electrodes have been in use, but they have since switched to (B)(4). Limited information could be obtained due to length of time since the event and lack of documentation from caller. At the end of the call, as caller was reading the procedure report, she added that a small effusion was noted before and after the procedure with the same size. Protamine was given to reverse heparin after catheters were removed. There was no mention of other medical intervention done in the caller's file. No other information was provided.

Manufacturer narrative:
Evaluation summary: (B)(4). The customer was contacted by (B)(4). The hospital (B)(6) lab staff advised the issue was related to the patches being used. The issue was not related to the stockert generator. The customer declined system service. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
In spite of multiple attempts to inquire further information regarding the patient condition and medical intervention performed for this case, no further detail information was provided. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4), generic - navistar thermocool tc catheter, model #: unknown, lot #.: unknown. (B)(4).